Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was unable to boot. The system read "failed to start pulseaudio system server." There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, ubd: unknown, UDI#: unknown. Product ID: 9736411, serial/lot #: (B)(6) , ubd: unknown, UDI#: unknown. Product ID: 9735737, software version: 2.1.0, ubd: unknown, UDI#: unknown work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced, and the system performed as intended. Codes b01, c13, and d02 are applicable. A110201: applicable to system was unable to boot a1102: applicable to system read "failed to start pulseaudio system server" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the software analysis was completed. Analysis determined that there was no failure found within the log files. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6 - evaluation of the returned computer 9735764r lot# 2111f00403 found the computer failed to start the pulse audio. During the burnin test there was an error for corrupt audio input left channel. Codes b01, c02 d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.